Event description:
The customer reported that the system exhibited 'pre-load time out errors' upon system start up. Further info was received from the fse indicating that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries was evaluated and replaced. The system was tested and found to be working as intended and put back into service.